Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for the past three weeks. The patient confirmed that there are no tears or peeling of the keypad. He stated that he wears the pump in his pocket and cleans the pump with a q-tip.

Manufacturer narrative:
(B)(4):the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive and requires excessive force to obtain a response. Evaluation revealed that none of the buttons have normal spring-back. There was evidence of contamination found under all key contacts.